Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0gmu1, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. Product ID: neu_unknown_prog, product type: programmer, physician. (B)(4).

Event description:
It was reported that pt had her interstim explanted yesterday (B)(6) 2014. The patient had the device explanted because it didn't work and it was painful at the implant site, in her buttock, and down into the hip, leg, and foot. The patient couldn't sleep due to the pain. The patient described it as both a painful and a hot/burning sensation. The patient experienced nausea. The patient had none of these symptoms from the trial. If additional information is received, a follow up report will be sent.